Event description:
It was reported that this right ventricular (rv) lead had a micro dislodgment and caused intermittent capture. This lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental report was created to capture additional information. Revision to the initial MDR in block b5 event description and h6 patient codes.

Event description:
It was reported that this right ventricular (rv) lead had a micro dislodgment and caused intermittent capture. This lead was explanted and will be returned for analysis. Additional information received indicates that the patient experienced dizziness and lightheadedness. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental report was created to capture additional information. Revision to the initial MDR in block b5 event description and h6 patient codes. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The "known inherent risk" conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that this right ventricular (rv) lead had a micro dislodgment and caused intermittent capture. This lead was explanted and will be returned for analysis. Additional information received indicates that the patient experienced dizziness and lightheadedness. No additional adverse patient effects were reported.